Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had an antibiotic shot in (2016 b)(6) and was still sick with a bladder infection and something else, so the healthcare provider (hcp) gave the patient something else combined and it made them throw up and that was around 2016 (B)(6). The patient had a reaction to the antibiotic and muscle relaxer they were taking. Their joints swelled from their hips to their feet and their legs "were like sausages", swelled up. All of their joints in their body ached. The hcp shut stimulation off to get the fluid out of their body, as they gained 25-30lbs, real quickly from the antibiotics. They turned stimulation back on 3-4 days later and then could not regulate. They were not peeing urine, and if they stood up they would leak, and went back to wearing pads. If they stretched, they would leak, too. The hcp wanted to do a renal scan, so they did that and kept stimulation off. When they turned it back on, they were still leaking, enough to keep them wet. It was noted that the hcp gave the patient a prescription to help their urethra relax because they were having a hard time relaxing to go to the bathroom and they were not emptying their bladder, retaining over 200 cc's. The hcp wanted the patient to change the number, on the day of the report, and they had not done that before. They were able to change from program 3 at 0.0 to program 4 at 2.1 and wanted to try it there. The patient would follow up with their hcp to resolve their symptoms. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.